Event description:
On (B)(6) 2010, pt reported she changed her insulin cartridge on (B)(6) 2010 and now she sees an air bubble in the cartridge. Pt does not have any infusion adapters on hand. Advised to change the adapter with every 10th cartridge change. Advised pt to disconnect from the infusion site. Assisted pt in priming the air bubble out successfully. Pt connected back to the infusion site and placed the infusion device to run mode. Assisted pt in adjusting her basal rate profile. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Sent infusion adapters; requested return of the alleged insulin cartridge for evaluation.